Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 as the insulin being filled in the cartridge 150-200 units resulting in occlusions. The blood glucose level was high, and the patient was treated with a correction injection via multiple daily injection. The insertion site was the abdomen. No further information available.